Event description:
During a colonoscopy procedure, the physician used cook endoscopy disposable biopsy forceps. After four biopsies were successfully completed, the physician indicated the cups seemed to be tearing the tissue. What was described by the physician as a "very minor bleed" occurred, and an endoscopic clip was placed at the tissue site. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any further adverse effects than what is described above. We were unable to confirm the report, as it was described because the affected prod was not returned to cook endoscopy for eval. Endoscopic photographs were provided for our eval. We reviewed the photographs with clinical personnel. The clinical personnel indicated the appearance of the biopsy site is consistent with the physician's description of "very minor bleeding". The clinical personnel also indicated this type of observation is common when obtaining biopsies in the gastrointestinal tract. Clinical personnel indicated that typically an observation of "very minor bleeding" does not require medical intervention. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation, because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. The user is instructed to apply slight pressure to the handle while closing the forceps around the tissue or object. A note in the instructions for use indicates that it is not necessary to apply excessive pressure to cleanly excise the tissue. The size of tissue to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported occurrence. Prior to distribution, all disposable cold biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.